Manufacturer narrative:
During inspection and testing, there was a gap in the adhesive on the distal end of the device where it was peeling. A review of the device history record found no deviations that could have caused or contributed to the peeling adhesive and gap. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the adhesive was peeling due to load, handling, or other issue. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. The reported issue (kink in insertion tube) was confirmed during testing. Due to deformation of the bending tube, connection between the bending section and connecting tube is not secured. In addition, the up/down angulation knob could not be locked securely due to wear of the forceps elevator lever, the air/water and suction cylinders were discolored due to handling, the forceps channel port was dirty due to insufficient cleaning, the scope connector cover plate was peeling, there were white dots in the image due to damage on the charge coupled device unit, there was wear on the adhesive on the bending section cover, and angulation in the up direction was insufficient due to wear of the angle wire. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
The customer reported there was a kink in the insertion tube at approximately 10 centimeters. The subject device was sent to an olympus service center for evaluation. During inspection and testing, there was a gap in the adhesive on the distal end of the device where it was peeling. This report is being submitted for the malfunction found during evaluation (gap in adhesive). There was no harm or user injury reported due to the event.